Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a right colon resection procedure, while attempting an anastomosis between the large bowel and small bowel, the stapler was fired and it was noted that many of the staples were not formed. The staple legs of the non-formed staples were not bent at all. The non-formed staples were noted in the thinner tissue area of the firing. A new gun was opened and the firing was successful. A new gun was opened and used to complete the anastomosis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p55u74 the analysis results showed that the tl90 device arrived with no apparent damage and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.